Manufacturer narrative:
Correction: upon receive of clarification, the delivery catheter should not have been submitted as a medical device report (MDR) as the event did not exhibit a malfunction that would cause any serious event.

Event description:
New information received clarified that the right ventricular leadless pacemaker was never able to dock onto the delivery catheter.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon docking the right ventricular (rv) leadless pacemaker (lp) onto the delivery catheter, the rvlp would be released prematurely from the catheter. The delivery catheter was replaced to complete the procedure with the same rvlp. Patient condition was stable.